Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-14548. It was reported that the right ventricular lead exhibited high capture thresholds and high pacing impedance. During lead extraction the helix failed to retract, and lead was removed with laser. Physician chose to prophylactically explant the implantable cardioverter defibrillator due to advisory status. New ICD and right ventricular lead were implanted successfully. Patient condition was stable.